Event description:
It was reported when using the bd syringe 30ml w/o there was foreign matter in device syringe. The following information was provided by the initial reporter. The customer stated: "there was foreign material in the syringe (black powder)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-13 investigation summary: a device history review was conducted for lot number 1106244. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were unable observe any foreign material on the submitted device. The reported non-conformance could not be confirmed. Based solely on the description of the foreign body, our engineers believe that it most likely related to the molding process. The black coloration of the foreign body suggests that it is most likely a burr from the stopper. The manufacture of this component requires that the raw material to be injected, under heat and pressure, into a molding die. Due to variance in the manufacturing process, it is possible for burrs to form as a result of the high pressure. The burr is subsequently severed from the main body during the automated insertion into the syringe body. To prevent a reoccurrence of this issue, our facility has increased awareness of manufacturing and inspection personnel and increased the rate of inspection on finished goods.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 30ml w/o there was foreign matter in device syringe. The following information was provided by the initial reporter. The customer stated: "there was foreign material in the syringe (black powder)."